Manufacturer narrative:
A severe hypoglycemic event occurred on (B)(6) 2025, while the user was using the ilet system with a freestyle libre 3+ cgm. Cgm data showed prolonged hyperglycemia, loss of signal, and then a critically low glucose reading (39 mg/dl). The patient required ems transport, ICU care, and life support due to hypoglycemia with neurological compromise. Device logs showed no malfunctions, motor errors, or resets. The ilet delivered insulin appropriately in response to received cgm values. It is possible the prior elevated cgm readings were falsely high, potentially contributing to excessive insulin delivery; however, no device or component failure was identified. No product was returned, and additional information was limited. The root cause could not be established and remains unclear. If the device is returned, further evaluation will be performed and a supplemental report submitted if necessary.

Manufacturer narrative:
Investigation included complaint intake review and an attempt to obtain blood glucose and hospitalization details from the user. Investigation of this case revealed that the cause of the hypoglycemic event remained undetermined based on available information. It was concluded that the event was consistent with hypoglycemia with unclear cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a severe hypoglycemic event while using a freestyle libre 3 plus sensor, with cgm data showing a high glucose reading followed by loss of connection and a subsequent low reading; emergency medical services found the user unresponsive, and the user reported subsequent intensive care with life support due to hypoxic injury, with additional device and hospitalization details pending from follow up. Symptoms included loss of consciousness and hypoxia consistent with severe hypoglycemia. Outcomes included emergency medical intervention and critical care admission.